Event description:
It was reported that during an unknown procedure, the titanium tip broke suddenly. The broken piece didn't fall into the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad and not returned. The blade was found to be broken at the discolored (blue). The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.